Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Literature article reviewed. Fansur m, yurdi na, stoewe r. The intraoperative use of a calliper predicts leg length and offset after total hip arthroplasty. Component subsidence influences the leg length. J orthop surg res. 03 jul 2021. Pmid: 34217347. The article's purpose was to evaluate intraoperative use of a calliper predicts leg length and offset after total hip arthroplasty. Patient data: the mean age of the patients was 51 years (17¿74), with 30 out of 54 patients being male. Depuy products: tha was noted to be a depuy construct, specific product line was not provided. The noted caliper used intra-operatively was competitor. Adverse events (n) = quantity not addressed within the article. (5) intraoperative proximal femoral calcar fracture - treated by a cerclage. (2) more than 3° varus/valgus malalignment of the femoral stem ¿ treatment not noted. (1) undisplaced pelvic fracture intraoperatively - treated conservatively without further consequences. (1) directly postoperatively liner disassociation from the cup ¿ revision. (1) undersized acetabular cup ¿ revision. (6) major intra-operative blood less ¿ blood transfusion postoperatively. (N) leg length discrepancy ¿ treatment not noted."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.